Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set tubing was leaking at connection between needle and hub. The blood glucose level was 325 mg/dl at the time of event. The infusion set was in use for less than a day. Patient replaced infusion set and resumed insulin successfully. No further infornmation was available.

Manufacturer narrative:
Initial and final MDR 1880587 - MDR 3003442380-2024-06678 - device 4 of 4.